Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Evaluation summary: the sterilization processes for these devices were validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device cause or contributed to any pt infection. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.